Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the repair history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely physical stress was applied to the bending section, which caused damage to the (ccd) unit, and resulted in a loss of image when bended and temporarily when not. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image". The event can be prevented by following the instructions for use (IFU) which state: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the entire screen became black and showed no image during the inspection of the endoeye flex deflectable videoscope. The intended procedure was therapeutic. According to the customer, the scope had not been used. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was no image; however, the image was displayed when the bending section was manipulated with distortion. In addition, the bending section cover had excessive scratches and the bending section had full broken strands. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.